Event description:
It was reported that after assembly of the dialysis circuit for the session, connector to the patient, and the appearance of a blood leak at the membrane. A crack was observed on the membrane. The treatment was discontinued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation.

Manufacturer narrative:
Investigation: the situation described is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserved samples is available. Therefore, the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after assembly of the dialysis circuit for the session, connector to the patient, and the appearance of a blood leak at the membrane. A crack was observed on the membrane. The treatment was discontinued. The patient experienced approximately 50 ml blood loss. The sample is not available for evaluation.